Event description:
It was reported that during a procedure, after a few minutes of activation, the shaft of the wand started bending and the face of the wand detached inside the soft tissue. The surgeon was unable to retrieve the detached piece. The procedure was completed using a backup wand. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Visual inspection under magnification shows the top portion of the electrode has either been disintegrated or detached with continued use as the remaining electrode has rounded edges. There is dried tissue present with scuff marks present on the spacer. There are scratches and scuff marks present on the shaft near the handle to the tip of the wand. The complaint has been visually verified as the shaft is bent with damage to the black shrink tube and the root cause was more than likely associated with the device potentially coming into contact with the boundaries of a slotted cannula. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.